Event description:
Consumer alleges she was outside on her chair using her phone when her chair allegedly jumped out of gear pinning her right foot between the curb and the chair.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition (inadvertent movement) could not be duplicated.

Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Consumer alleges she was outside on her chair using her phone when her chair allegedly jumped out of gear pinning her right foot between the curb and the chair.